Manufacturer narrative:
We have requested the device be returned. We are unable to verify a defect at this time. Will submit an update if we receive the part for evaluation.

Event description:
The end user was going up a ramp and fell back. End user stated she fell back and hit head on concrete.